Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's bg level ranged from 540 mg/dl to a reading of "high" on the customer's continuous glucose monitor. A manual insulin injection was administered and the pump supplies were changed to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.